Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and is now in the atrium. No medical/surgical intervention has been reported to date. No adverse patient effects were reported.

Event description:
Subsequent information was received that this lead was explanted due to loss of capture. It was indicated this lead was disposed of. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.